Manufacturer narrative:
(B)(4). The customer reported that the device hangs when they press the charge button in operational check. There was no report of patient involvement. The device was evaluated at philips. The symptom was confirmed. Multiple parts were replaced to resolve the issue. We are considering this a malfunction but cannot determine the cause because multiple parts were replaced.

Event description:
The customer reported that the device hangs when they press the charge button in operational check. There was no report of patient involvement.